Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay. After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen went white and then died. The customer¿s blood glucose level was 9.5 mmol/l. The insulin pump has been dropped. Customer stated that the insulin pump rattles when they shake it and there was not a reservoir inside the insulin pump. The customer was unable to turn on insulin pump. The insulin pump will be returned for analysis.